Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was non-functional, which prevented the monitor from booting up past the splash screen. The rear response button cable came loose from the c/a board. The root cause of the loose response button cable could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
The father of a (B)(6) female patient called zoll customer support to report that the response buttons on the patient's monitor were not working. The patient was issued a replacement monitor.